Manufacturer narrative:
(B)(4)

Event description:
This device was found to be in backup mode during normal follow up. Patient does not have any recollection of events which might have caused device to go into backup mode. Representative will restore device to normal functioning. Device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.